Event description:
After treatment to acne scars with juvederm ultra, the pt presented with bruising, redness, and pain at the injection sites. The physician stated the symptoms might be necrosis, induration, or infection. The physician prescribed oral topical antibiotics. The pt was also treated in the marionette lines during the same treatment, and presented with no symptoms at the treatment site.